Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an undefined area. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery.